Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Missing end cap sticker noted.

Event description:
It was reported that the gave an alarm during normal use. It was also stated that the drive support cap was protruding. It was stated that the insulin pump was not dropped. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.